Event description:
It was reported that the patient experienced discomfort from extra-cardiac stimulation caused by the right ventricular lead. The reported lead was capped and replaced on (B)(6) 2022 . The patient was discharged from hospital.